Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to the intermittent 32097 errors. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer have had a few recoverable faults but the surgeon moved to the other console and had no further issues. The technical support engineer (tse) confirmed via the system logs multiple events pointing to right master tool manipulator (mtmr). This issue was previously reported and has returned. The procedure was converted to another ssc with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure did start with the dual console being connected. They were able to recover the faults and restart the system during the procedure. They were able to finish the procedure with the dual console still connected. Later in the day, they powered down the robot, disconnected the dual console, and were able to finish the cases on this system for the day with only the primary console being connected. The caller was not sure if video recording of the case was available for review, but noted that access to that information would be able to be obtained from the surgeon.